Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the surveillance kept rebooting. Per the case notes, this was determined to be related to the 2018 adt reboot issue. There was no patient incident.